Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer's father stated the contacts on the battery cap were not missing or damaged. The customer's father stated the battery compartment was neither damaged nor corroded. The customer's father stated the spring was neither damaged nor corroded. The customer's father stated that the display did not return after insulin pump restart. The customer's father was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. Insulin pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Blank display not confirmed.